Event description:
According to the literature, a retrospective study compared outcomes of patients who underwent sleeve gastrectomy with gastroileostomy anastomosis using a circular stapled anastomosis or a linear stapled anastomosis between january 2018 and april 2019. In the linear stapled group, a tri-staple stapler may have been used to create the sleeve, ileal transection and anastomosis. In the circular stapled group, a linear stapler was used to create the sleeve and the ileal transection and a circular stapler was used for the anastomosis. A suture was used to close the enterotomies. There were 24 patients in the study and complications included: 2 hemorrhages in the linear stapled group and 1 bleeding in the circular stapled group. No interventions were specified. Complications were not related to the suture.

Manufacturer narrative:
Title: comparative evaluation of efficiency for gastroileostomy anastomosis in laparoscopic transit bipartition with sleeve gastrectomy between linear and circular staplers source: videosurgery miniinv 2022; 17 (1): 199¿206 doi: https://doi.org/10.5114/wiitm.2021.107756. If information is provided in the future, a supplemental report will be issued.